Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 base of jaws seems to be catching on the tip of the cannula while passing in and out during ligation. No patient harm. No additional incisions. Finished case using defective kit. Case lengthen a little by dealing with issue.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 base of jaws got caught on the tip of the cannula when passing in and out. No patient harm. No additional incisions. Finished case using defective kit. Case lengthen a little by dealing with issue.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production for ship history conducted: (3331/213/67) a lot history record review was completed for lots 25159941, 25160076, and 25160132 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.